Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis pneumonia, and fatal multi organ failure in a patient, coincident with extraneal viaflex and physioneal 40, unknown bag therapies for automated peritoneal dialysis (pd). On (B)(6) 2012, extraneal and physioneal therapy continued until the time of death. On an unreported date, the patient experienced peritonitis. Cause of the peritonitis was not reported. A peritoneal effluent culture was not performed. Patient received vancomycin (2g, ip, frequency not reported) and tozobac (2.25g, intravenously, frequency not reported) as remedial treatment. On (B)(6) 2012, the patient was admitted to the hospital for pneumonia. Remedial treatment was not reported. On (B)(6) 2012, the patient died of multi organ failure. This case is serious. The pneumonia and subsequent organ failure were infectious in nature and not associated with dialysate. Given the context of the pneumonia, it is likely peritonitis was also infectious in nature (unlikely associated with dialysate).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.